Manufacturer narrative:
The device was returned to olympus and the device evaluation found that the screen blacked out and the device could not be turned on due to a defective printed circuit board. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, that the video system center system couldn¿t be accessed (no power/image). It is unknown when the issue was found. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that "unable to start" occurred due to a faulty printed circuit board. Olympus will continue to monitor field performance for this device.